Manufacturer narrative:
Evaluation code, results: (death, stroke, mi).

Event description:
One endeavor sprint rx drug-eluting stent was implanted in the mid lad. It is reported that a non-sudden, non-cardiac patient death occurred approximately 4 weeks following the index procedure. Investigator assessed the cause of death as a hemorrhagic stroke. It is reported that the patient had a hemorrhagic stroke with a subsequent coma. It is reported that death was not associated with an mi and there was no evidence of stent thrombosis. Autopsy report is not available. Investigator has indicated that it is not assessable if the death was related to the study stent. During clinical review, the post procedure lab values were noted to meet the thresholds of an mi (troponin>3 url).